Event description:
When a nurse connected the auxiliary power supply to a unit, the unit allegedly began to burn and emitted smoke. Later, the nurse connected the same auxiliary power supply to another unit which also allegedly began to burn and emit smoke. There were no pt related events reported associated with the alleged malfunctions.